Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The caller reported that he opened a new box of accu-chek fastclix lancet drums; upon removing the lancets from the box, one of the lancet drums broke into pieces and the lancet came out. The customer received an accidental lancet stick on the palm of the hand. No medical treatment was required.